Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: cd3231-40 ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a "probable lead fracture." The rv lead was capped and replaced. No patient complications have been reported as a result of this event.